Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Clinical information (B)(6) - catalyst ide study, patient site ID: (B)(6) (B)(4). It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage occluder (amulet or acp2) was chosen for a left atrial appendage (laa) closure procedure using a 14f amplatzer torqvue 45x45 delivery sheath. The laa depth was 25mm. During procedure, the left atrial pressure was 2mmhg and 500ml of fluids was given. The atrial rhythm recorded at start of procedure was non-sinus rhythm (nsr). The activated clotting levels (act) were 267s and heparin was given. The amulet was successfully implanted. On (B)(6) 2025, the patient arrived at urgent care due to chest pain. While taking echocardiogram (EKG), the patient become unconscious with 10/10 chest pain, bradycardia and hypotension. The patient became diaphoretic, pale but response to voices. A computed tomography angiography and transthoracic echocardiogram (tte) showed 1.9cm circumferential pericardial effusion (pe). A cardiac tamponade was also present. The patient got admitted in the hospital for continued observation. The physician mentioned the amulet device caused the pericardial effusion. Some medications were given to the patient. A pericardiocentesis and transfusion were performed. The patient was reported stable and discharged.

Manufacturer narrative:
An event of chest pain, bradycardia, hypotension, circumferential pericardial effusion and cardiac tamponade was reported after 2-weeks of amulet implant. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information available, it is difficult to determine with certainty the exact cause of the reported patient effects, including whether the amulet device contributed to the pericardial effusion. The medical interventions performed were associated with the medications administered, a pericardiocentesis and transfusion performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(6)catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage occluder (amulet or acp2) was chosen for a left atrial appendage (laa) closure procedure using a 14f amplatzer torqvue 45x45 delivery sheath. The laa depth was 25mm. During procedure, the left atrial pressure was 2mmhg and 500ml of fluids was given. The atrial rhythm recorded at start of procedure was non-sinus rhythm (nsr). The activated clotting levels (act) were 267s and heparin was given. The amulet was successfully implanted. On (B)(6) 2025, the patient arrived at urgent care due to chest pain. While taking echocardiogram (EKG), the patient become unconscious with 10/10 chest pain, bradycardia and hypotension. The patient became diaphoretic, pale but response to voices. A computed tomography angiography and transthoracic echocardiogram (tte) showed 1.9cm circumferential pericardial effusion (pe). A cardiac tamponade was also present. The patient got admitted in the hospital for continued observation. The physician mentioned the amulet device caused the pericardial effusion. Some medications were given to the patient. A pericardiocentesis and transfusion were performed. The patient was reported stable and discharged.